Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2020. It is unknown if there are plans patient to re-implant the patient with another device.